Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's wife stated that there was a product performance issue with the lead and the physician told them that it would need to be replaced. The patient advocate also noted that the patient's pulse recently showed 42 and 48 bpm on two separate blood pressure monitors and the patient was in the hospital for low blood pressure. While in the hospital the patient went into cardiac arrest and a shock was performed. It was unclear if the shock was delivered by the device or an external machine. A request for additional information has been sent to the boston scientific sales representative. The boston scientific sales representative (sr) stated that after the patient had a diagnostic left heart catheterization, a device interrogation showed normal function of the pacing and sensing and no major events or therapy delivery. A second device interrogation was performed after the patient develop an ischemic vasovagal episode with bradycardia rates in the 40 bpm and hypotension. The second interrogation of the device also revealed normal function pacing and sensing with excellent numbers and no episodes of arrhythmias along with no therapy delivered at that time. The sr noted that the patient was stable and the patient's wife and nurse were informed of the interrogation results and normal function of the device. It was noted that the patient's device was programmed vvi 40. The sr stated that no lead issue was seen at the time of either device interrogation and was unable to obtain any further information from the hospital.